Event description:
Healthcare provider reported textured to smooth exchange and capsular contracture (grade unknown) for the left side. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, deformation, cloudy gel, white particles in shell, weight within specification. After autoclave cycle was voids between shell and gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.

Event description:
Healthcare provider reported a baker grade iii-IV for the right side.

Manufacturer narrative:
Continued h.6, health effect - impact code: f2203 - imaging required.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare provider reported textured to smooth exchange and capsular contracture (grade unknown) for the left side. Device has been explanted.